Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. The customer has stated that it is likely that this reported defect is preanalytical in nature. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [xx]. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), the device experienced clotting. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer problem: customer states - having some clotting issues, lately for the last two weeks, they do not recollect the samples, she is just requesting information to rule out the possible cause of the incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), the device experienced clotting. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer problem: customer states - having some clotting issues, lately for the last two weeks, they do not recollect the samples, she is just requesting information to rule out the possible cause of the incident.